Event description:
Question regarding shock decision and ECG.

Manufacturer narrative:
(B)(4). No confirmed malfunction, nor is there a reported death or serious injury, this is being reported based on the customer's description and ECG review.